Event description:
Off-label use of catheter approved for symptomatic paroxysmal atrial fibrillation used in an ablation for pt with persistent atrial fibrillation. Pt underwent pre-operative testing showing slight pulmonary edema the day prior to procedure, then underwent procedure at a (B)(6) medical center with manufacturer sales representatives (non-hospital employees) present during procedure at discretion of surgeon, despite a family request to not have them present during the procedure. After the procedure pt was held overnight in cardiac catheter post-op discharge. The next day pt returned home, only to have difficulty breathing while lying down. Pt called the medical center's post-op help line, and was advised by call physician that some discomfort and fluid from the intubation was to be expected and it would resolve. Pt worsened overnight, and was driven back to medical center for an echocardiogram 24 hours post-discharge, approximately 40 hours post-procedure. Pt arrived at medical center and family member obtained a wheelchair and took pt up the elevator to echo lab. At the cardiac echo lab, two physician's assistants and cardiology fellow determined that pt was having great difficulty breathing and immediately wheeled pt to emergency room. Pt was admitted to hospital and now remains in the cardiac care unit one week post-procedure. Pt is being treated primarily with mechanism of supplemental oxygen and diuresis. Lead cardiac electrophysiologist suspects pulmonary edema occurred because pt received saline via catheter and pt's cardiac function was compromised and suspected scar/adhesion tissue in pericardiac sac resulted in reduced compliance of cardiac muscle.